Event description:
The customer reported that he had been taken by the ambulance to the hospital due to high blood glucose. The customer stated that the insulin pump alarmed button error. Advised the customer revert to back up plan. Troubleshooting was performed. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.